Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.5mmx20mmx135cm sterling balloon catheter was advanced for dilationand a slight calcification was noted. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.